Event description:
During implant procedure, high impedance on the right ventricular (rv) lead due to possible lead fracture was noted. A new rv lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the outer insulation and suture sleeve were cut, consistent with procedural damage.